Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation scan. The failure identified in the investigation is consistent with the complaint record. The probable root causes are normal wear, improper sterilization methods, and user misuse. Manufacture date is unknown. Gtin:(B)(4).

Event description:
It was reported that the insulation failed.

Manufacturer narrative:
Alleged failure: failed insulation scan. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes are normal wear, improper sterilization methods, and user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation failed.